Event description:
This is follow up#1 to report on 08/jan/2025, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿parastomal¿ hernia surgery and was implanted with a strattice device lot ¿sp100554-070." The patient underwent a ¿repair of parastomal hernia using mesh¿ on (B)(6)2018. The patient was implanted with a second strattice device lot ¿sp100570¿ on the same date. The patient then underwent a ¿colostomy revision complicated with laparoscopy, mesh removal¿ on (B)(6)2020. The form lists the conditions that were treated were ¿open parastomal hernia repair with onlay biologic mesh (strattice)¿ between (B)(6) 2017. The patient also underwent a ¿removal of serous fluid¿ on or about (B)(6)2017. The patient was treated for ¿repair of parastomal hernia using mesh (strattice)¿ between (B)(6)2018 . The patient underwent ¿colostomy revision complicated with laparoscopy, recurrent parastomal hernia with redundant colon & omentum, open takedown of colostomy with reduction of contents, laparoscopic lysis of adhesions with mobilization of colon, removal of mesh¿ between (B)(6)2020. The patient was treated for ¿abdominal distension with diffuse pain & tenderness¿ on or about (B)(6)2020. The patient was seen for ¿abdominal swelling, diaphragmatic hernia¿ on or about (B)(6)2020. The patient was treated for ¿adhesive bowel obstruction¿ in 2021. The patient received treatment for ¿partial obstruction of small bowel, hernias laterally on both sides plus at midline, incisional hernia w/o obstruction; referral to comprehensive hernia repair center¿ on or about (B)(6)2022. The patient was seen for ¿consult of peristomal hernia¿ in 2023. The patient was seen for ¿depression, anxiety¿ from approximately 2017 to present. The patient may have been implanted with another unknown non-abbvie device on (B)(6)2015 by an unknown provider. The form indicates that the possible device was revised or removed on the following dates: on (B)(6) 2018 due to ¿repair of parastomal hernia using mesh;¿ on (B)(6) 2020 due to ¿colostomy revision & removal of mesh.¿ as reported in the initial: limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6)2017 and 2nd strattice on (B)(6)2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This emdr is for the 1st strattice.

Manufacturer narrative:
A review of the device history record for strattice lot sp100554 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, b7, d3, d4, d6b, h4, h6.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with 1st strattice on (B)(6) 2017 and 2nd strattice on (B)(6) 2018. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. This emdr is for the 1st strattice.